Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the dn5 to be damaged. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection was performed and no visible contamination or damage was observed. Meter powered on with button depression and with test strip insertion. The meter was unable to download when a usb cable was connected. Further investigation was completed and the meter was de-cased. A port pin was observed to be dislodged and burn marks were visible. A battery was applied to the battery contacts and the cpu (printed circuit board) began to get warm after a few minutes. The battery current fluctuated . A known good battery with a soldered wire was applied and no failures were observed. It has been determined that the cause is the damage of the port pin. The complaint is not confirmed to use error.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.